Manufacturer narrative:
B5 - the lens was exchanged with a same model and length lens on (B)(6) 2024 due to refractive surprise. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
E1 - name and address: (B)(6). Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted. Reporter noted "surgeon used the wrong spherical power for calculation". Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).